Manufacturer narrative:
The product was not returned for evaluation. There were several attempts made to the facility for product return and it was not received.

Manufacturer narrative:
The product is expected to be returned for product evaluation, but has not yet arrived. When the product has been returned and the evaluation findings are available a supplemental submission will be sent. The device history record review has been completed and all manufacturing inspections passed with no non-conformances. The UDI number is unable to be located.

Event description:
It was reported that the fseo2004 preamp cable did not work. The clinician reported that the display showed erratically bad st02 numbers, even after exchanging the sensor pads for other sensor pads. Exchanging the sensor pads did not resolve the issue. When they exchanged the suspect preamp cable for another one, then the st02 numbers appeared correctly. There is no additional information at this time. There have been several attempts made to contact the initial reporter at the facility to obtain additional details and there has been no response. Patient demographic information has been requested, there has been no response. There is no patient harm or injury reported.